Event description:
Complainant alleged that during biomed testing they were not able to seat the battery into the device. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a warped housing. The damages observed are consistent with an overheated battery. However the battery was not returned to zoll for evaluation. The housing was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.